Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
The event occurred during tlif of l3-l5. The blocker which was inserted in right side of l5 tulip head was broken. When the breakage happened, the torque could not be applied and did not reach to 12nm. So, the surgeon tried to remove the blocker from the screw head. But, it could not be removed. Therefore, he cut the rod between l4 and l5. And then, the l5 screw and broken blocker were removed with rod. Another diameter of the screw was inserted into l5. Another rod was inserted. The surgeon needs quick investigation result.